Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. Additional information stated the patient hurt their shoulder blade from the fall.

Event description:
It was reported the patient had a loss of therapeutic effect and had been using a catheter. It was stated the patient had no stimulation sensation. It was noted the symptoms occurred following a fall. Reportedly, the patient had a pretty severe fall about two months prior to report and they tripped over concrete in a parking lot. It was noted the patient had an appointment scheduled for (B)(6)-2014 to determine the status of their implant.

Manufacturer narrative:
Concomitant: product ID 3023, serial# (B)(4), implanted: 2002-(B)(6), product type implantable neurostimulator. Product ID 3093-28, lot# v483507, implanted: 2010-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3031a, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient. Product ID 3023, serial# (B)(4), implanted: 2002-(B)(6), product type implantable neurostimulator. Product ID 3886, lot# j0225648v, implanted: 2002-(B)(6), product type lead. (B)(4).